Event description:
It was reported to philips that the system gave a remote alert indicating "fluoroscopy storage not possible due to an image disk problem", which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.